Event description:
Safe-t-pro user facility reported that when a nurse removed a safe-t-pro device from the box, it fell to pieces, fell to the floor. A cleaning staff person received an accidental stick from the unused lancet. No adverse event was reported. The lancet device reported was discarded. A request was made for the remaining devices in the box, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Device not available for return.